Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, during final tightening, the tip of the obturator broke off and was unable to be retrieved. The piece remains in the screw. No revision is planned at this time. No further details are known.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.